Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer also experienced high blood glucose. Customer blood glucose was 371 mg/dl. Customer was also reporting symptom related to high blood glucose that was thirst. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63, 2 alarm found during testing. However, pump error 63 alarm confirmed in the pump history file due to a hardware error.